Manufacturer narrative:
The device was returned. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The plunger tip is not damaged. The nozzle tip is not damaged. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The plunger was removed and cleaned for further evaluation. No damage or abnormalities were observed. A qualified viscoelastic was indicated. A video was provided. The device preparation and initial advancement were not shown. No abnormalities were observed with the lens and the haptic positions. No issue was observed with the delivery into the eye. Two small chips were observed on the anterior edge as the lenses unfolded. Root cause: a root cause could not be determined for the observed anterior optic edge chips. No abnormalities were observed on the portion of the delivery, which was shown on the video. The device was disassembled and evaluated. The plunger tip was not damaged and no abnormalities were found. The nozzle was cleaned and dye stain testing was conducted with acceptable results. The lens remains implanted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol was noted to have edge damage. No patient harm reported. Additional information has been requested.